Manufacturer narrative:
For one (1) of the five (5) events the bf washer assembly was returned to the instrument service center (isc) for investigation. Functional testing on the returned bf washer assembly duplicated the reported event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Field service engineers (fse) evaluated the aia-900 analyzers at the customers' sites. The fses determined the reported events were related to the b/f washer assemblies on the aia-900 analyzers. The aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 5 malfunction events on the aia-900 analyzer. The review of these events indicated that the aia-900 analyzers experienced b/f washer error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.